Manufacturer narrative:
Product ID: mc1vr01-delsys.

Event description:
It was reported that following the implant of the leadless implantable pulse generator (ipg) the patient developed a small, free flowing pericardial effusion that was identified on echocardiogram. There was no evidence of hemodynamic compromise. The patient was monitored and the ipg remains in use. The patient is a participant in the product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.